Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis was removed and replaced with a new one due to unspecified reason. Additional information received stated that the implant was not working properly due to a fluid loss from the system. The patient status was post procedure was good.